Event description:
Patient reported very low bgs. Emergency medical services were called to the home and confirmed low bgs and had patient taken off the pump. Patient confirmed that they had an MRI and had no removed the pump as directed in training and in product warnings/labeling. Patient to stay on injections until replacement pump arrives.